Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a power loss alarm and insulin pump suspended. It was reported that insulin pump also received a pump error 23. Customer's blood glucose was 327 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump was received with normal operating currents. No unexpected power loss alarm noted during testing. The insulin pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm was noted. No cosmetic damage noted during testing.